Event description:
Healthcare professional confirmed left side rupture. Device has been explanted.

Event description:
Patient reported left side ruptured. Healthcare professional confirmed left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified device to be underweight and a broken shell. A visual and microscopic analysis was performed which identified a sharp broken on the radius, a crease fold and some stress marks. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as a surgical impact opening, for the stress mark in the shell.

Manufacturer narrative:
Continued h.6. Health effect - impact code 4: f1903 - device explantation additional, changed, and/or corrected data: a.4., b.5., d.6b., g.2., h.6.

Event description:
Healthcare professional confirmed left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side ruptured. Device remains implanted.